Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that unspecified bd pen needle was unable to deliver medication, and experienced a broken rear cannula end. The following information was provided by the initial reporter: needle blocked, rear cannula end is broken.

Event description:
It was reported that unspecified bd pen needle was unable to deliver medication, and experienced a broken rear cannula end. The following information was provided by the initial reporter: needle blocked, rear cannula end is broken.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. . D.9. Returned to manufacturer on: 2/3/2022. H.6. Investigation: customer returned (2) used 32gx4mm bd pen needles without a tear drop label or cover attached. The customer reported that the needle is blocked, and the rear cannula end is broken. Both returned pen needles were examined, and it was observed that 1 sample exhibited a broken non-patient end (npe) cannula. The remaining sample was tested for flow using a test pen injector: the returned pen needle was not able to expel properly. A wire test was then performed on this sample: the wire passed through the cannula, however, there was a small, clear residue observed at the tip of the wire after being through the cannula. Under the microscope the residue was identified as residual silicone from the manufacturing process. No evidence of manufacturing defect was observed. Since the sample was returned after use, and no manufacturing defects were observed, the probable cause of the broken npe cannula is user error when attaching the pen needle to a pen injector. No DHR review can be carried out as lot number is unknown. The possible root cause for this issue: some residual silicone from the manufacturing lubrication process could be the cause for slight blockage of the flow. The cause for this issue is user related. The npe cannula was broken by the user after handling the pen needle. H3 other text : see h.10.